Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced the stopper popping out of the tube. The customer reported this event occurred (B)(4) times; however, the customers description states 4 of 10 occurrences. The following information was provided by the initial reporter: translated to english. The customer stated: they "found all caps are coming out in sst gel ii 3.5 ml, occurrence 4 of 10 tubes."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo shows used tubes inside their shelfpack. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper popoff as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced the stopper popping out of the tube the customer reported this event occurred 500 times; however, the customers description states 4 of 10 occurrences. The following information was provided by the initial reporter: translated to english. The customer stated: they "found all caps are coming out in sst gel ii 3.5 ml, occurrence 4 of 10 tubes."